Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse verified proper functioning of the cuvette cleaning and aspiration operations, reagent aspiration position, bottom position of reagent probe, and luminometer. The cse verified dark counts with and without cuvettes. The cse also verified proper functioning of aspiration probe and then cleaned aspiration probe guide. The cse adjusted the pinched valve tube and verified operation of segments repaired. The cse verified aspiration and cleaning operation of each aspiration probe by observing washing operation. The cse performed daily maintenance and verified instrument operation and quality control. The cse indicated that potentially there was insufficient cleaning and aspiration failure of the cuvette washing segment. The cause of the discordant, falsely elevated afp results on two patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated alpha-fetoprotein (afp) results were obtained on two patient samples on an advia centaur xpt instrument. The initial results were not reported to the physician(s). Different sample draws were obtained from the patients and were tested on the same instrument, resulting lower. It is unknown if the results obtained with new sample draw were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated afp results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00289 on 13-july-2018. Additional information on (7-august-2018): event includes the following: the customer informs that results obtained on the new sample draw, for patient 1 and 2, were reported to the physician(s).

Event description:
The customer informs that results obtained on the new sample draw, for patient 1 and 2, were reported to the physician(s).